Event description:
An olympus employee reported on behalf of a customer, the bronchovideoscope displayed an e316 error without an image during preparation for use. The intended procedure was a diagnostic tracheoscopy. The procedure was completed without any delays, by using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e316 error was not confirmed. The allegation of no image was confirmed. The screen blacked out once due to an immersed electrical connector. In addition, the bending cover had a leakage. The insertion tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling. As a result, an electronic component malfunctioned and an error message was temporarily displayed and the image blacked out at the facility. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.